Manufacturer narrative:
The impacted product has been changed from the pump to the introducer. Section d4 and h4 have been updated.

Manufacturer narrative:
This follow-up MDR is being submitted to document additional information received from the sales representative confirming that there is no device available for return. This information is consistent with the initial MDR, which reported that the device was not returned to the manufacturer.

Event description:
It was reported that implantation of an impella cp was aborted because the sheath appeared kinked under flouroscopy. A new impella cp pump was implanted successfully.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Corrected information was provided in b5 (event description). Upon review, it was identified that b5 event description has been updated. Corrected information was provided in d3 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the sheath product damage (kink) was determined to be patient condition related since the patient had tortuosity and previous iliac stents which likely caused the kink on the sheath.

Event description:
An impella cp was inserted via the left femoral artery via the 14fr introducer to support the 85 year old female patient who had been admitted in for a protected percutaneous coronary intervention (pci) for the known coronary artery disease. All other medical history was not shared. The insertion and delivery of the cp to the left ventricle was not successful. The patient had tortuosity and previous iliac artery stents that may have contributed to the kinking of both the introducer sheath and the cp pump itself. The cp was explanted and replaced due to the kinking. The patient survived and the 2nd cp pump was placed for support. A delay of therapy initiation occurred, however the exchange was performed with no clinical consequence to the patient.